Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn 17089753 was performed from the date of manufacture, (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the upgrade stations were failed in data synchronization. A technical support specialist (tss) found the station synchronization stopped and full download failed, checked the synchronization log, found out error message, raised product support engineer consult and found out due to the synchronization server 2.0 configuration being set to point to no computer name and edited and confirmed with the product support engineer that stations able to perform full synchronization to resolve the issue. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, stations failed during data sync following the 1.11 upgrade. An error message indicated "full download failed device sync service not responding; please ensure it is running." There were no delay or adverse events or injuries reported based on this event.